Event description:
On (B)(6) 2012, I underwent a cardiac catheterization at the (B)(6) for diagnostic work up of recent history of atypical chest pain. The catheterization went well, however, in the post procedure setting I noted the onset of a cold and painful right foot. I was subsequently taken back to the catheterization lab where upon examination I was noted to have a near total occlusion of the distal popliteal trunk on the right side. Medical records indicate that this was likely due to the failure of the mynx closure device improperly seeding and therefore, resulting in a clot being lodged into my artery. I underwent emergency surgery for the removal of the clot which required add'l medical care and expense and has left me with a disfiguring scar on my leg. As a result I am in need of routine checkups and exams, have had to restrict my activities and have incurred substantial medical expenses.